Event description:
It was reported by the sales representative indicated that there was a "spike" in ventricular lead impedance recently. Also noted was that there was a rise in thresholds, as well. The physician reprogrammed the lead. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.